Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call to have received a no delivery alarm and had a bent cannula. Customer reported that screen display was fully pixilated black. Customer also reported to have fallen and insulin pump hit the ground causing drive support cap to be loose. Self-test did not show errors. Customer reported to have been hospitalized on (B)(6), 2015 with blood glucose of 890 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was sick and vomiting. Customer was hospitalized for one days and was wearing insulin pump at the time of hospitalization. Insulin pump would be replaced.